Manufacturer narrative:
The field service engineer (fse) stated that customer had corrected issue by the time he arrived. The customer told him that they had replaced tubing with a pin hole in it, tubing pushes diluent into the flowcell (vc18) form the sheath tank (vc15). He checked the tubing in that area and then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).

Event description:
The customer reported that 30 mls of bluish fluid leaked from the coulter lh 750 hematology analyzer. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.